Event description:
On (B)(6) 2018, a reporter on behalf of the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio flex meter was unable to provide the patient with a blood glucose result as it was showing an error message, error 2. The complaint was classified based on customer service representation (csr) documentation. The reporter claimed that the alleged error message issue began to appear on (B)(6) 2018 at 9:30 pm. The reporter informed the csr that the patient manages his diabetes with a self-adjusted dose of insulin (type unspecified), usually 2-3 units in the morning, 6 units at lunch and dinner as well as 9-10 units of lantus before going to bed. It was reported that 5 minutes after the alleged error message issue began the patient took 9 units of lantus due to not knowing what his blood glucose level was. The reporter claimed that at 9:45 pm, the patient developed symptoms of ¿breathlessness, cold chills and fainting¿. It was reported that the patient was then treated at 9:50 pm with a glass of water with sugar and felt better afterwards. At the time of troubleshooting, the csr confirmed that the subject meter was not being used for the first time and confirmed the correct test strips were being used for testing. The csr noted however, that the patient was following an incorrect testing procedure. The patient was applying blood to the test strip before inserting it into the meter. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after he was unable to test his blood glucose with the subject meter due to the alleged meter issue.